Manufacturer narrative:
G4:14nov2020. B4:01dec2020. The replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
The customer reported the nav (navigation) ring is not working and there was an issue with the touchscreen not acting accordingly. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported nav ring issue. The nav-ring failing may have caused the touchscreen to have a problem previously. The fse replaced the defective front bezel to address the nav ring not working and the touchscreen issue. The unit successfully passed the required performance verification test.